Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a casing/condition (case damage w/moisture) issue. The distributor stated that the pump was cracked the battery compartment and there was moisture visible inside the casing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/07/2014 with the following findings: the battery compartment was cracked. The returned battery cap was able to fully tighten until the yellow o-ring was seated and flush with the pump case. The pump would not power on. There was evidence of a battery compartment leak and corrosion was present in the compartment. A leak test was performed and the battery compartment leak was confirmed. There was no moisture found on the internal components when the pump was opened for investigation.